Event description:
Surgeon was putting the definitive insert into an l2 baseplate at the end of a total knee replacement procedure. Knee was tight in flexion, and the insert did not lock first time. It was impacted a number of times, but final impact was not secure enough. A second insert of the same size was available and locked in first time. There was no adverse consequence for the pt or delay in surgery or anesthesia time.